Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, the patient is experiencing swelling in the arch area. CT images from a post-op follow-up show a non-union and two broken screws. No other patient outcomes were reported as a result of this event. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, the patient is experiencing swelling in the arch area. CT images from a post-op follow-up show a non-union and two broken screws. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as they remain implanted. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. A number of factors could have contributed to what was reported and although the most likely cause cannot be determined based on the available information, the broken screws were likely subjected to excessive bending stresses which resulted in their breakage and contributed to the nonunion. The company will supplement the MDR as necessary and appropriate.

Manufacturer narrative:
Updated fields: b5: additional information was received on 10/17/2024 indicating pain was also experienced. G3: date received by manufacturer: 10-17-2024. G6: type of report: 30-day follow-up. H2: if follow-up, what type: additional information. H6: health effect clinical code- 1994 pain. H11: additional information was received on 10/17/2024 indicating pain was also experienced and the current status of the patient is they are wearing a boot, using a bone stimulator, and taking prescription calcium to help with bone fusion which has not yet occurred. The company will supplement the MDR as necessary and appropriate.

Event description:
Additional information was received on 10/17/2024 indicating pain was also experienced.